Event description:
Health professional reports: protime system inr results above the reportable range (> 10) retest results at local lab was 2.6. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval of complaint is in-process.